Manufacturer narrative:
Other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported on behalf of a healthcare provider (hcp) that a patient was having right upper quadrant (ruq) abdominal pain and their pacemakers leads had been seen in ruq area, which the hcp did not think was normal. It was further stated that the patient had the ruq pain prior to the implantable neurostimulator (ins), but seemed to become worse over time. The hcp was looking at the lead placement as they looked more lateral than medial and they were no more than 2cm away from pylorus. They were concerned that perhaps the positioning may not be helping the pain in ruq. The patient would be going into the office two days following the report. No further complications were reported/anticipated.